Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available per the rep. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. A preamp was performed and showed that the pulmonary veins and the posterior wall (pw) were isolated from previous ablation procedures. It was elected to extend the pw lesions to the roof and floor of the left atrium (la) along with performing ablation to the posterior mitral isthmus line. These ablations constitute off-label use of the farawave catheter. 2mg of nitroglycerin was administered after pretreating the patient's blood pressure with vasoconstrictors. The patient's blood pressure dropped slightly before the mitral isthmus ablation was performed. A post map was performed afterwards and showed that the mitral isthmus had not been blocked, so it was decided to insert the catheter again to touch up the mitral line. An additional 2mg of nitroglycerin was administered after pretreating the patient's blood pressure again about 20-30 minutes after the first doses. Two ablation applications were performed before a sharp fall in the patient's blood pressure. Continued contraction of the heart was observed via intracardiac echocardiography (ice). The patient's blood pressure was treated and more nitroglycerin was administered. The patient also went into multiple atrial arrhythmias with rapid ventricular response that required three instances of cardioversion. The procedure was completed. The patient was hospitalized overnight for observation but was expected to fully recover. The device is not expected to be returned for analysis due to disposal.